Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and he was taken to the hospital. The patient's blood glucose result was 369 mg/dl on his performa combo meter prior to the hospital visit. The patient had symptoms of vomiting, an earache, and a sore throat. The patient's mother took him to the hospital where he was treated with a drop and had insulin administration. The type and amount of medications given were unknown. The patient was in the emergency room for 2.5 hours. The infusion device was requested to be returned for product evaluation.